Event description:
On october 1, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The patient tests her blood glucose twice a day. She does not take any medications for diabetes. The patient indicated that the alleged meter issue started on an unspecified date and time at about 3 months prior. She reported meter readings of "198 and 204 mg/dl." Actual results of "170 and 150 mg/dl" were verified in the reported meter's memory. The patient claimed that "a couple of weeks' after the alleged issue began, she reportedly developed symptoms of blurred vision, shakiness, and tingling in her feet. It is not known what actions the patient took before and after the symptoms developed. In addition, it is not known what meter readings the patient obtained before and after the symptoms began. At about one month later, the patient claimed that she received treatment from an urgent care/clinic because of the alleged issue. The patient reportedly received an ultrasound of her right leg. No other treatment was reported. The patient denied that her blood glucose was tested on another device during the time of concern. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.